Event description:
High flow o2 malfunction, no o2 delivery; sats 21%. Placed on nonrebreather with sats to 60s then on bipap with sats in 90s. We checked this hfnc device and it appeared to be functioning properly. Nurses reported no alarms or messages; however, when it was taken apart for cleaning, a small defect was found at the gas outlet. Biomed also checked and stated that it appeared the unit had been dropped or something dropped on it. It was taken out of service. Pt intubated and expired 10 days later due to covid. FDA safety report ID# (B)(4).